Manufacturer narrative:
The reported event was due to a leak in the quad seal causing an output issue.

Manufacturer narrative:
Patient information were unknown. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction resulting in light anesthesia causing the patient to wake up during the procedure. The vaporizor was replaced and case completed. There was no patient injury or recall.